Manufacturer narrative:
The malfunctioning sample has been returned for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter was pre-cut to 25cm prior to insertion. Inserted to 18.5 cm leaving 6.5 cm external. Pt has had line [?] 16 days with last dressing change (B)(6) 2017. Called to bedside 3/1 d/t " wet" dressing. Dressing removed, catheter found secure; coiled @site. Entire coiled catheter caked in white precipitate type matter. When white material attempted to clean off, catheter appeared to be brittle and disintegrating. Catheter flushed & noted pin hole leak at insertion site 18.5 cm. Md ordered PICC removal + piv insertion.